Event description:
A patient underwent a robotic surgical ablation procedure with concomitant left atrial appendage exclusion (laae) via left video assisted thoracoscopic surgical (vats) approach. After clip placement and deployment, the surgeon observed that the right-side distal portion of the pro245 clip was still tied to the arm of the device. The surgeon was able to cut the suture holding the clip in place, after which the clip device was able to be placed as intended on the left atrial appendage. Complaint device investigation confirmed that the suture was tied to the device jaw. There was no reported harm to the patient.

Manufacturer narrative:
Device investigation confirmed that the suture was tied to the device jaw. There was no reported harm to the patient.